Manufacturer narrative:
H10: additional information was received as the adverse event was not related to the procedure and not related to the study device. Therefore, the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a serious injury. H10: d4 (expiry date: 05/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through results of a clinical trial that five months and eighteen days post port placement in the right chest through the internal jugular vein approach, the subject had an adverse event of bacteremia due to coagulase-negative staphylococcus and was life threatening. However, the adverse event was not related to the procedure and not related to the study device, and the outcome of the adverse event was not resolved. It was further reported that the subject also had adverse events of hyponatremia, tachycardia, neutropenic fever, anasarca, failure to thrive in adult, cholestative liver disease, macular rash, shortness of breath, mucositis, right upper quadrant pain and severe protein-calorie malnutrition, however these adverse events were not related to the study device and the procedure. Furthermore, five months and twenty-one days post port placement, the subject reportedly expired and the cause of death was mentioned as the patient was discharged after being diagnosed with adult failure to thrive and passed away at home. Reportedly, the relationship of the death was not related to the procedure and not related to the study device.

Event description:
It was reported through results of a clinical trial that five months and eighteen days post port placement in the right chest through the internal jugular vein approach, the subject had an adverse event of bacteremia due to coagulase-negative staphylococcus and was life threatening. The adverse event was not related to the procedure and possibly related to the study device, and the outcome of the adverse event was not resolved. It was further reported that the subject also had adverse events of hyponatremia, tachycardia, neutropenic fever, anasarca, failure to thrive in adult, cholestative liver disease, macular rash, shortness of breath, mucositis, right upper quadrant pain and severe protein-calorie malnutrition, however these adverse events were not related to the study device and the procedure. Furthermore, five months and twenty-one days post port placement, the subject reportedly expired and the cause of death was mentioned as the patient was discharged after being diagnosed with adult failure to thrive and passed away at home. Reportedly, the relationship of the death was not related to the procedure and not related to the study device.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 05/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.